Manufacturer narrative:
A correction has been made to this MDR record number 1710034-2021-01024. The awareness date has been updated to reflect the date additional information was been received via the investigation, which changed the complaint status to reportable. G.4. Date received by manufacturer: 2021-11-29.

Event description:
It was reported when using the bd nexiva 24ga x 3/4 in. Single port, the device experienced a needle through the catheter while introducing the catheter. The following information was provided by the initial reporter. The customer stated: verbatim: good afternoon, I have a product reported issue on the bd nexiva, manufacture 383510. The issue reported is that the needles are dull and the staff cannot get the needles to pierce the patient¿s skin. The lot number associated with is 1172790. This has been reported on numerous products in this lot. Thu 10/28/2021 12:41 pm this is what was provided by the end-user. I do not have the product I report what is provided. I think this can be validated when receive the defective product.

Event description:
It was reported when using the bd nexiva 24ga x 3/4 in. Single port, the device experienced a needle through the catheter while introducing the catheter. The following information was provided by the initial reporter. The customer stated: verbatim: good afternoon, I have a product reported issue on the bd nexiva, manufacture 383510. The issue reported is that the needles are dull and the staff cannot get the needles to pierce the patient¿s skin. The lot number associated with is 1172790. This has been reported on numerous products in this lot. Thu (B)(6) 2021 12:41 pm: this is what was provided by the end-user. I do not have the product I report what is provided. I think this can be validated when receive the defective product.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received twenty-six unopened units and one used un-retracted unit within an open package. Upon inspection of the returned units, it was identified that the opened unit has additional defects of a bent needle and a needle through catheter. For the used device, it is likely that the defects of bent needle and needle through catheter occurred during or past application. The defects were not reported and performing venipuncture with both defects present would be an extremely unlikely event. The used unit was microscopically inspected for damage to the needle and catheter tips. Both the needle and catheter tip were observed to be damaged. The damage to the catheter tip was a result of a spear through. Based on the located of the spear and that the device was used the spear through most likely occurred during use. The twenty-six unopened units were tested for penetration forces. All twenty-six units were found to be within specification. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.